Event description:
It was reported that the silicone round drain (mat code 113357) used for a breast mastectomy was removed by doctor and stated that drain was too rough and might cause trauma to the surgical site upon removal. Another silicone drain was opened, cardinal brand (mat code 30793), which was smoother and did not have the rough edges that would traumatize the surgical site.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿ incorrect dimensions ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone round drain (mat code 113357) used for a breast mastectomy was removed by doctor and stated that drain was too rough and might cause trauma to the surgical site upon removal. Another silicone drain was opened, cardinal brand (mat code 30793), which was smoother and did not have the rough edges that would traumatize the surgical site.